Event description:
New information received notes that the right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced. During the procedure, while explanting the leads, it was noted that both leads exhibited insulation damage. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise and insulation damage. As received, a partial lead was returned in two pieces. The reported event of insulation damage was confirmed. Visual examination of the partial lead found procedural damage to the outer insulation at the proximal and distal regions. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage to the inner insulation. The cause of insulation damage is consistent with procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead and the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. The patient will be further monitored. The patient was in stable condition.